Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal device change-out procedure, the right ventricular lead exhibited episodes of noise. The noise was oversensed. The lead was capped and replaced during the procedure on (B)(6) 2019. The patient was stable throughout the event.